Manufacturer narrative:
Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Ewolution post market registry it was reported that a hematoma occurred. The patient underwent a left atrial appendage closure (laac) procedure and a watchman double curve access system was used. A watchman closure device was successfully implanted. The patient then developed a right groin hematoma. It was treated with applied site compression. It was considered resolved six days later.